Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.sections could not be completed with the limited information provided. Device remains implanted.

Event description:
A patient enrolled in a clinical study experienced wound concerns with antibiotics approximately 21 and 46 days post-implantation. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A patient enrolled in a clinical study experienced stitch drainage and was treated with antibiotics approximately 21 days post-implantation and 46 days post-implantation. There has been no reported revision procedure to date.